Event description:
It was reported that the patient received inappropriate therapy due to t-wave oversensing. The sensing amplitude had decreased since implant. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.